Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two abandoned leads implanted 192 months: a right atrial (ra) and right ventricular (rv) lead due to redundancy. The patient had two additional active leads (ra, rv) present, implanted 120 months, not targeted for extraction. It was reported that the patient needed a left ventricular (lv) lead placed, in addition. The abandoned rv lead was prepped with a spectranetics lead locking device to act as a traction platform to aid in extraction of the lead. Because the implant age of the lead was 16 years, the physician began with a spectranetics 14f glidelight laser sheath. It was reported the device moved very smoothly through the subclavian and brachiocephalic veins. The physician encountered resistance when reaching the superior vena cava (svc) and the patient's blood pressure dropped slightly during this time, because the rv was being inverted due to traction forces. Traction ceased for a time and the patient''s blood pressure recovered to normal. The procedure continued and the physician was again using the glidelight to lase within the svc. It was reported that the rv lead was attached near the rv apex and it suddenly came loose when the distal tip of the glidelight device was in the ra. When the rv lead came loose, the patient''s blood pressure immediately dropped. Rescue efforts began immediately, including rescue balloon. A pericardial window was performed but was not successful in restoring the patient's blood pressure. A sternotomy was then performed, and a large svc/ra junction tear was discovered. Repair to this area was successful, and the patient survived the procedure. The extraction was not completed at that time. There was no alleged malfunction of any spectranetics device in use during the procedure.